Manufacturer narrative:
Device was received on 9/3/2025. Investigation summary a couple of photos were shared by customer, where a torn damage seal on tego is observed, no blood residual or additional conditions are shown. One (1) used. List #d1000, tego® connector was returned for evaluation. As received a tear around the sample and a seal collapsed was observed. No mating device was returned for evaluation. Complaint can be confirmed. The probable cause of the silicone was torn from casing on the tego is due to variation on tego seal material which has a direct impact on functional performance of the tego connector with an additional contributing factor regarding uneven adhesive application. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint. Corrective and preventative actions are in process.

Manufacturer narrative:
The device has been requested for evaluation- it has not been received. The investigation is pending.

Event description:
Event occurred involving a tego® connector where the reporter stated that "prior to initiating dialysis, the silicone was torn from the casing on the tego, attached to the arterial lumen of cvl. This tego was in place for two days and had a total of 10 activations. It was removed and a new one replaced." They stated that "the impact of the problem was serious." There was unknown patient involvement, unknown human harm and unknown delay in therapy.